Event description:
It was reported that the patient with this pacemaker experienced syncope with concerns loss of capture (loc) and sensing issues. Technical services (ts) reviewed the available device data and determined that the pacing threshold remained within normal limits and did not support a loss of capture allegation due to insufficient output, but could not be ruled out. Programming adjustments were recommended, with follow-up for further evaluation. No adverse patient effects were reported. This pacemaker remains in service.